Event description:
It was reported that the handpiece is making a funny noise and is heating up during testing at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
Upon inspection it was found that the motor windings were damaged and the components were affected by corrosion. This possibly caused the failures as corrosion may limit the design function of the device. The affected components were replaced and the driver returned to the account after it passed all final inspection activities.

Event description:
It was reported that the handpiece is making a funny noise and is heating up during testing at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.